Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and adnexa uteri mass ("complex left adnexal mass"). The patient was treated with surgery (hysterectomy(full),salpingectomy.(bilateral),oophorectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation outcome was unknown and the dyspareunia and heavy menstrual bleeding had resolved. The reporter considered adnexa uteri mass, device dislocation, dyspareunia and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: patient received treatment for : migration, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: event complex left adnexal mass added., then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and adnexa uteri mass ("complex left adnexal mass"). The patient was treated with surgery (hysterectomy(full),salpingectomy.(bilateral),oophorectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation outcome was unknown and the dyspareunia and heavy menstrual bleeding had resolved. The reporter considered adnexa uteri mass, device dislocation, dyspareunia and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: patient received treatment for : migration, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy(full), salpingectomy. (Bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation outcome was unknown and the dyspareunia and menorrhagia had resolved. The reporter considered device dislocation, dyspareunia and menorrhagia to be related to essure (ess205). The reporter commented: patient received treatment for: migration, dyspareunia (painful sexual intercourse), menorrhagia, (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporter information updated. Case is upgraded from other event to incident. Previously reported event injury is replaced with new events: migration, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.